Event description:
Additional information was received from the patient. They reported that the cause of the charging taking longer than usual was not determined, and when asked what most likely caused it, they responded "?." When asked what steps were taken to resolve the issue, they stated 'apply charger without the belt, recline on sofa.' However, it was unknown if the issue had been resolved. They also reported that it was unknown if the cause of the difficulty getting the recharger to communicate with the handset was determined, and the most likely cause was also unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported they have noticed since implant, the feeling of micro-shocks when using the recharger against their skin. It was reviewed and recommended per labeling that patient place a thin layer of clothing between their skin and the blue side of the recharger. Recommended patient call back if they need further assistance. Patient said they have called in 3 times now reporting issues connecting the recharger and starting to recharge. On (B)(6) 2021 they encountered several codes during recharging: 3167 and 3100 which they were successful to resolved on their own and recharge fully. It was reviewed some recharging best practices. More information was received on (B)(6) 2021 with patient reporting issue of recharging difficulty and error codes. Patient stated they were successful to recharge and was at 100% but the equipment showed an alert and was unable to communicate. They retied and took a picture which was a red alert with 9767. The other alerts were orange. Email was sent to repair to replace the broken recharger. Patient was advised to send old recharger back for analysis.

Event description:
Additional information was received from the patient. They called back and said they could not get the recharger to communicate with the handset. The first two months, they had no problem and now the last few weeks, they had had issues. They kept getting the message 'device not found.' They were walked through a hard reset of the recharger. The patient cleared the 3167 error code. They were sitting. They were able to connect, and the stimulator battery was 50% charged, with excellent connection and my therapy on. Before they hung up, the stimulator battery was to 60%. The issue was resolved on the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reported that it is taking a long time to charge their ins today. The patient stated they are not losing connection when charging. The patient  stated they have been charging while on hold and stated that has taken close to an hour to charge their ins from 50% to 90%. It was confirmed they have been getting an excellent connection. They stated that it usually takes 15 to 20 minutes and charges fairly quickly. They will continue charging to 100% and will monitor charging. The patient also mentioned they have had device reprogrammed. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.

Event description:
Additional information was received from the patient. They called back and stated they received a new implanted system last thursday ((B)(6) 2025) and they had questions about using the handset as they were receiving a message requesting a password. Navigation basics were reviewed with the patient and they were able to back out of the clinician app and opened the patient therapy app. When asked about the reason for having their implant replaced, the patient reported their previous device was several years old and started shocking them. The patient said it was terrible stinging every time they went to recharge their implant. The patient met with their manufacturer representative (rep) several times and the last time they went in they said they were going to change the setting to charge on cool or slow and that did work. The patient mentioned they didn't know if it wasn't situated in their rear end right or what but their spouse had to sit behind them and push up on it and hold it tight and they weren't having fun relying on their spouse to do it and it was far enough in their back that they couldn't get to it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.